Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4092-58 lead ,implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and false mode switches had occurred due to oversensing of noise. The ra lead was capped and replaced. It was further reported that the excess lead length on the right ventricular (rv) lead was noted via fluoroscopy to be in a knotted tuft adjacent to the device. A pinched, indented area was noted on the rv lead on one side. The rv lead was untangled, sufficient slack was present, and the lead was thoroughly evaluated with the analyzer. There were no sensing, threshold, or impedance issues noted. Per physician discretion, the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.